Manufacturer narrative:
Complaint trending reviewed for the lot code provided. One similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related deviations were identified and no complaint sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a patient experienced toxic anterior segment syndrome (tass) after use of a viscoelastic product in an intraocular lens implantation surgery. Additional information has been requested. This file represents patient 1 of 2 from this facility. Additional information received indicated that the surgeon also suspected the intraocular lens (iol) also as a cause of event. Additional information received indicated that tass with diffuse corneal edema in a cataract with intraocular lens implantation surgery in the left eye was observed.